Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending artery with 99% stenosis, a 4.0x18 mm rx xience pro stent delivery system (sds) was advanced but could not cross the lesion. The stent hub was broken and slightly separated from the proximal shaft. There was no interaction of devices. The sds was withdrawn from the patient anatomy and a 3.0x12 mm rx xience pro sds was advanced and the stent was implanted. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.